Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: not possible to push the bypass tube though the valve, bypass tube detached at the extremity. Procedure was a mitral valve replacement, minimal cardiac surgery.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an ECMO removal from an intensive care patient, an 18f ce manta was planned for closure. The 18f ce manta device was prepared early. The physician mentioned it was not possible to push the bypass tube through the hemostatic valve, the bypass tube detached at the extremity. A second 18f ce manta device was opened and deployed prior to removing the ECMO without complication or consequence. The IFU indicates the 18f manta device is indicated for closure of femoral arterial access sites following the use of 15-18f devices or sheaths (maximum od/profile of 25f). Additionally, in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
One 18f ce manta closure, 18f sheath, and 18f introducer was returned for investigation on 28-mar-2022. The components were decontaminated then visually inspected. During inspection the engineer noted minor blood particulates present on the components. The 18f closure unit did not exhibit an engaged lever. The button valve within the sheath appeared to be torn. The unit was functionally tested for advancement of the bypass tube via the valve. No resistance was noted.